Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. The patient is making a claim for an adverse patient outcome against the composix mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008- patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿patient had large incisional hernia over the previous colostomy site. The adhesions were taken down throughout the entire abdomen. A piece composix mesh was used to accommodate and encompass all the defects and secured with sutures.¿ (B)(6) 2011- patient had abdominal pain was diagnosed with abscess thereby underwent incision and drainage of abscess. Per operative notes, ¿abscess cavity had purulent material was taken. Adhesions were freed up in all directions. All fibrinous material and the abscess cavity capsule were removed.¿ (B)(6) 2011 - patient had pain was diagnosed with infected mesh with symptomatic hernia thereby underwent open repair with the removal of composix mesh. Per operative notes, ¿area of infected tissue with associated changes were delineated. There was a dense adhesion of bowel matted to the mesh were taken down. The patient had adhesion to the parastomal hernia was also lysed.¿ attorney alleges that the patient had abscess, adhesions, seroma, pain and infection. It was also alleged that the patient had reconstruction of abdominal wall due to dense adhesions; lysis of adhesions for more than 1 hour because multiple loops of small bowel were matted to the mesh; inflamed bowel.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of mesh ¿ composix, patient was diagnosed with unspecified infection, abscess, adhesions, purulent discharge and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. The patient is making a claim for an adverse patient outcome against the composix mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."